Manufacturer narrative:
The reported events of noise resulting in oversensing and insulation damage were confirmed. As received, a complete lead was returned in one piece. A visual inspection of the lead revealed an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone and external insulation abrasion consistent with friction to the device can.

Event description:
Related manufacturer report number: (B)(4). It was reported, that noise resulting in oversensing was observed on the right ventricular (rv) lead. And noise resulting in oversensing and inappropriate mode switching was observed, on the right atrial (ra) lead. The ra lead was explanted and replaced. And the rv lead was capped and replaced to resolve the event. The patient was in stable condition. The cause of the events observed, on the ra lead was suspected to be, due to insulation damage. However, this was no confirmed via diagnostic imaging or the explant procedure.